Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 399 mg/dl, 146 mg/dl, and 138 mg/dl. Customer reports test strips had been dropped the day before, but she put them back in the vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.